Event description:
It was reported that during a rotational atherectomy procedure, the rotawire guide wire fractured. The lesion being treated was located in the left anterior descending (lad) artery. The physician had just changed to a 1.5mm burr. While platforming outside the patient, the guide wire fractured. The distal part of the wire was removed from the patient without incident. The procedure was completed with another guide wire. There were no reported patient complications. Patient status listed as "ok".

Manufacturer narrative:
.